Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted:(B)(6) 2017, explanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 12-sep-2019, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl (1500 mcg/ml at 72.2 mcg/day) via an implanted pump for an unknown indication for use. It was reported that the patient was scheduled for surgery today due to seroma at the pump pocket. The hcp tried to aspirate the catheter and was unsuccessful. Upon exploration they say that there was a cut in the pump segment of the catheter and cerebrospinal fluid (csf) was coming form the open catheter section. The pump segment of the catheter was replaced and the catheter was then successfully aspirated. It was reported that the seroma was drained twice and clear fluid was noted. The issue was resolved at the time of this report and the patient's status was "alive-no injury". Their weight at the time of the event was 100 kg. Their medical history was asked but unknown.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2017 explanted: (B)(6) 2024 product type catheter h3. Analysis of the catheter identified a kink in the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.